Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer had received post-reset ram crc alarm and history pointers failed. The history pointers are corrupted. Customer also received stuck buttons error the insulin pump was beeping and it had blank screen. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer stated the insulin pump had keypad anomaly. Customer reported the buttons stopped responding and they pressed the middle button but they reported there was stuck in the same screen and cannot go to load reservoir. Fill cannula was recorded in daily history. Customer stated that they did not press a button down for 3 minutes or longer. The insulin pump was not exposed to change in altitude. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Smdr initiated to correct the "device returned to manufacturer" to no in d8/d9 section.

Manufacturer narrative:
Pump passed displacement test, active current test, and self test. Pump failed sleep current test due to moisture damage on electronic stack. No blank display noted during testing. The p-cap/reservoir does lock properly. No excessive beeping (noise noted). Intermittent response from all buttons due to moisture damage to keypad traces. Unit successfully downloaded to thus and carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on 08-jun-2022 00:09:27.000 in pump downloaded history. Unit passed the keypad voltage test. No pump error 23 alarms noted during test. Verified pump alarmed 23 on 08-jun-2022 between 00:01:06.000 and 00:20:00.000 in pump downloaded history. No pump error 49 alarms noted during testing. Verified pump alarm on 08-jun-2022 between 00:00:03.000 and 00:19:46.000 in pump downloaded history. The j1 connector on pcb1 was locked properly during visual inspection; however, moisture damage was noted. The electronic assemblies were inspected and found evidence moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: end cap address label fading, scratched case, and pillowing keypad overlay. Blank display, pump error 49, pump error 23, audio anomaly, and unresponsive keypad was not observed during analysis and passed displacement test, active current test, and self test. Pump failed sleep current test due to moisture damage on electronic stack. Blank display and audio anomaly (aa01) not confirmed. Pump error 49, pump error 23, and unresponsive keypad confirmed due to moisture damage found on keypad traces, electronic assembly, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.